Event description:
It was reported that the home patient (hp) had an unusually large drain of 5141ml during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation; neither the product code not the lot number were reported, therefore the reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.